Event description:
The customer called and reported receiving unexpected restart alarms on the insulin pump. Customer stated insulin pump was not stored or not in use for an extended period of time. Alarm occurred shortly after inserting a new battery. It was advised a new battery cap would be sent to the customer. The customer later called back and stated the insulin pump was turning on and off and in addition to unexpected restart alarm, there were weak battery and failed battery test alarms. Customer did not have new battery to place into the device. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected weak battery alarm, failed battery test alarm, off no power alarm noted. The insulin pump alarmed unexpected restart after battery change due to broken solder joint on interface board. The insulin pump was received with minor scratches on display window, cracked case on display window corner, cracked battery tube threads and cracked reservoir tube lip.